Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by MFR: device evaluation: visual inspection of the returned product found the lens was rotated and remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. As surgical video was not available, we could not determine the root cause but it is possible that the user did not follow some of the instructions. Claim # (B)(4).

Event description:
The reporter indicated the surgeon experienced lens block when handling the screw plunger of a ks-1 aq2017v lens, 17.0 diopter. There was patient contact with the nozzle tip, but when the irregularity was found, the doctor stopped injecting the lens. There was no patient injury. The surgery was completed using the backup lens within the same surgery.